Manufacturer narrative:
The drill attachment was returned to the MFR and the complaint was confirmed. Internal components were evaluated, which revealed foreign debris contamination and insufficient lubrication on the bearings. The presence of debris and absence of lubrication on bearings can lead to increased friction among rotating components, resulting in heat being generated.

Event description:
It was reported that during testing conducted by a field service tech, the device over-heated. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.